Manufacturer narrative:
Additional information. H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. The clinical/medical investigation concluded that the adverse event was likely procedure related and the device had no influence on the event as post-surgical wound complications are a known occurrence and are not indicative of a device malperformance. However, the patient comorbidities cannot be ruled out as a potential contributing factor. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A review of manufacturing records indicate the device met all specifications upon release into distribution. As with any surgical procedure, there is risk involved. Potential complications accompanying surgery may occur, including: allergic reaction (anaphylactic and minor), infection, mild to serious physical injury, localized static shock, delay in the operation, surgical site nerve injury, vascular injuries of the lower extremity, soft tissue damage, major bone gouging at the surgical site, bone fracture, immature implant failure, unstable knee joint, limited or restricted knee range of motion, major blunt impact injury, unintended laceration/puncture wound, and osteonecrosis. The risk review could not be completed as no sufficient information was provided that relates the specific failure mode to the device. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with patient comorbidities or postoperative complication. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after undergoing a tka on (B)(6) 2024, the patient experienced prolonged drainage from the distal pines sites. This adverse event was treated by re-hospitalization with three days of wound vac-therapy starting on (B)(6) 2024. The drainage was resolved and the patient was discharged on (B)(6) 2024. In addition, patient also received lovenox medication. Patient's current health status is recovered. No further complications were reported.